Manufacturer narrative:
An event regarding an alleged revision involving a left scorpio tibial insert was reported. The event was not confirmed. No specific reason was given for the revision of the insert. Method & results: device evaluation and results: the device was received with it's articulating surface in remarkable condition; especially considering it was implanted for approximately 14 years. However, there were signs of explantation damage on the anterior edge of the device. Medical records received and evaluation: the provided medical information was rejected it for a medical review by a consulting clinician. Operative reports, surgical implant records, outpatient office/clinical notes, implant retrieval, and x-rays from the index and revision surgery are required to further investigate this event. Device history review: confirmed all devices accepted into finished goods conformed to specification. Complaint history review: not performed as no device specific failure modes were identified. Conclusions: the event could not be confirmed nor the root cause of the reported revision surgery determined due to the minimal information received. The device was received with no notable deformities and the clinical indication for the revision was not provided. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
This was a bilateral revision knee case that needed insert replacements. Patient was complaining of pain. No metal components were loose. Inserts were replaced on both sides and a patella was replaced on the left knee. This report is for the left knee.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
This was a bilateral revision knee case that needed insert replacements. Patient was complaining of pain. No metal components were loose. Inserts were replaced on both sides and a patella was replaced on the left knee. This report is for the left knee.